Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.